Event description:
Related manufacturer reference number: 1627487-2024-07044. It was reported that patient experienced loss of function and mobility in their right leg as well as swelling over the ipg site. As a result surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that patient was hospitalized due to the infection at ipg site, patient is also experiencing spasms in their back, patient has regained some mobility in their leg but is still unable to walk. Patient is currently undergoing physical therapy to address the issue.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient symptoms have improved but not completely resolved.